Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. It was also reported that insulin pump received a button error alarm and shut off at times. Customer's blood glucose was 480 mg/dl. Customer declined troubleshooting for high blood glucose due to knowing that keypad anomaly caused high blood glucose. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.